Event description:
When the pump was first implanted, the pt experienced pain relief. At that time, the pump contained morphine and dilaudid. Due to concern of inflammatory mass, the hcp (healthcare provider) changed the medication to fentanyl. Since that change, the pt did not experience pain relief. On (B)(6) 2010, it was reported the pt experienced inflammatory mass approx 2 yrs earlier, then again, one yr ago. The pump was explanted due to lack of pain relief in (B)(6) 2010, the exact date of explant was unclear.

Manufacturer narrative:
(B)(4).